Event description:
The user received questionable results for potassium and ck. The event involved 2 patient samples, the following one patient sample gave erroneous results: the initial potassium result was 5.6 mmol/l, it was accompanied by a data flag and was reported outside the laboratory. The doctor questioned the potassium result and requested the sample be repeated. The first and second repeat results were generated on the cobas integra 400 plus analyzer (serial number (B)(4)) and gave potassium results of 2.1 and 5.6 mmol/l. Both results were accompanied by data flags. The same sample was repeated a third time on a bayer rapid lab analyzer (serial number (B)(4)) and gave a potassium result of 5.62 mmol/l. The patient was not treated based on erroneous results. The potassium electrode lot number was not provided. The field service representative found contamination, due to a foreign substance in the sample probe rinse station, caused the issue. The field service representative cleaned the sample probe rinse station. The user ran calibration, quality control and precision which were acceptable.